Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was removed, along with an OEM lead, due to diaphragmatic stimulation. No new leads were implanted that day. The hospital has retained the lead.